Manufacturer narrative:
Device evaluation: one device was received. Per visual inspection, the water tank cover has a crack on all four (4) corners, display label damaged, microswitch is not alarming, and faded line cord. Per functional testing, the device was leaking from the two bottom corners around the screw holes. The complaint was confirmed. The root cause was a cracked water tank cover. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the water tank cover, display label, microswitch, line cord, reservoir gasket, and o-rings. Performed preventative maintenance (pm) and calibration. The device passed all functional and delivery tests.

Event description:
It was reported that the device was leaking. No patient involvement was reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.